Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that since they were implanted on (B)(6) 2023, the therapy had not been working for them, that it was bothering them and they wanted to know if they could have the device removed. The patient stated they told the same thing to their health care provider (hcp) when they met with them after the surgery after implant. Patient services offered to review therapy considerations with the patient however the patient declined and so patient services was not able to gather any further information from the patient. The patient was redirected to their healthcare provider to further address the issue. The patient stated they would follow up with their health care provider (hcp). Additional information was received from the hcp. The hcp reported that the patient had an ins replacement.